Event description:
Reporter noted error messages during a case. Cleared messages and finished case with no patient impact. Unable to resolve recurring error messages while troubleshooting between cases. One patient had been blocked and prepped; cancelled remaining cases. Cases were done later, with no further problem.